Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) farfield oversensed atrial events on the ventricular channel, resulting in pacing inhibition. No adverse patient effects were reported. The device was reprogrammed and the oversensing resolved. However, subsequent to reprogramming, the patient reported muscle stimulation that resolved once the left ventricular output was decreased. There have been no reports of noncardiac stimulation since.